Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 422 mg/dl at the time of incident. The customer stated that in the last couple of weeks they were having blood glucose in the 600 mg/dl. The customer declined troubleshooting for high blood glucose. The customer was using auto mode when they could but because of blood glucose was using manual mode more. The insulin pump will not be returned for analysis.